Event description:
It was reported that the patient presented for follow-up after receiving a vibratory alert. Low impedance, noise, and an unstable capture threshold were noted on the left ventricular lead. On (B)(6) 2014, lead revision occurred. The lead was disconnected and reinserted into the device and in-range values were observed. No damage was seen and the physician opted to continue using the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.